Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the forearm. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The device was removed and the procedure was completed with a non-boston scientific balloon catheter. No patient complications were reported and the patient was in good condition post procedure.